Manufacturer narrative:
The device was returned for analysis. The reported ¿plunger came out heavily¿ was not confirmed. The needle to cuff miss was not confirmed as not all components were returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first proglide plunger came out heavily. Resistance was noted while pulling the suture was lost/cuff missed by needles. A second proglide device successfully placed a suture at the 10 o'clock position. A third proglide was attempted with the plunger coming out heavily and the suture was lost/cuff missed by needles. A fourth proglide device successfully preplaced a suture at the 2 o'clock position. The sheath was upsized and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.